Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads exhibited no sensing or pacing. A chest x-ray revealed that the patient twiddled their pacing system so many times that it pulled the leads all the way back into the pocket. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.